Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The reported problem was confirmed and the lcd display module was replaced to remedy the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged while attempting to monitor a patient (age & gender unknown), the device's display blanked out and was not legible. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.